Event description:
It was reported that after some weight loss the patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced with a smaller ipg.

Manufacturer narrative:
Based on the information received, the cause of the reported issue was determined not to be product related. Date of event is estimated.